Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient presented with right hip pain. Approximately 1 week later, the head dissociated from the stem and patient was revised. Intra-operatively, significant trunnion wear and black material on the trunnion and inside the head were noted. The stem, head and liner were revised to an mdm metal liner, adm/ mdm poly insert, and competitor stem and head. Rep confirmed there are no allegations against the revised liner. Rep can provide pictures, and the devices may be available for return, otherwise rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation, fretting and corrosion involving an accolade stem which was mated with a lfit v40 cocr head was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show recently explanted stem, liner and metal head with blood and tissue on it. From the photographs provided there appears wear marks on the stem trunnion. There is nothing else remarkable to report. Clinician review: a review of the provided medical information by a clinical consultant indicated: given the supportive documentation I can confirm the reported event of corrosion of the femoral trunnion and femoral head with disassociation. As to the root cause of the event, I cannot determine the exact cause of corrosion. There can be several mitigating factors, including the preparation of the trunnion, to make sure it was cleansed and dried with no debris or blood on it, the angle of the seating of the head to make sure it was concentrically impacted, and there may be an effect on the performance if not properly prepared and used with a long offset head and a high offset stem of 127 degrees. Product history review: review of the device history records indicate (B)(6) devices were manufactured and accepted into final stock on 11-dec-2006 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the head dissociated from the stem. Intra-operatively, significant trunnion wear and black material on the trunnion and inside the head were noted. Clinician review confirmed the reported event of corrosion of the femoral trunnion and femoral head with disassociation. From the photographs provided there appears wear marks on the stem trunnion. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of recall - 2249697-05/07/2018-003r. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient presented with right hip pain. Approximately 1 week later, the head dissociated from the stem and patient was revised. Intra-operatively, significant trunnion wear and black materian on the trunnion and inside the head were noted. The stem, head and liner were revised to an mdm metal liner, adm/ mdm poly insert, and competitor stem and head. Rep confirmed there are no allegations against the revised liner. Rep can provide pictures, and the devices may be available for return, otherwise rep confirmed that no further information will be released by the hospital or surgeon.